Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of the angle wire the bending angle in the up direction and the play of the up/down knob were out of the standard value, the connecting tube had buckling, the universal cord had a wrinkle, switch 4 had wear, the following had scratches: the plastic distal end cover, universal cord, and the protector of the universal cord on the suction connector side, and the adhesive around the bending section cover, adhesive around the objective lens and the adhesive around the light guide lens had a white-clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope was angled down. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.